Event description:
It was reported that no insulin flows when taking injection with 3 of the bd nano¿ 2nd gen pen needles. The following was received by the initial reporter: verbatim: grandmother called on consumers behalf stating, no insulin flows when taking injection 3 pen needles affected.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-aug-2023. Customer returned (3) 32g 4mm 100bx loose needles inside a metal canister. It was reported by the consumer that no insulin flows when taking injection. The returned sample visually inspected and was verified bent non patient end canula on 2 of the needles and broken non patient end cannula on 1 needle. Since all the returned samples have bent/broken npe we are unable to perform clog test. Most likely clog was caused because bent/broken npe. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer indicated issue as bent npe cannula. Root cause cannot be determined as the returned samples were open. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that no insulin flows when taking injection with 3 of the bd nano¿ 2nd gen pen needles. The following was received by the initial reporter: verbatim: grandmother called on consumers behalf stating, no insulin flows when taking injection 3 pen needles affected.